Manufacturer narrative:
H10: most likely underlying root cause: mlc-20: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned, and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern, able to establish contact with customer, and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer stated she has been obtaining high results for two weeks. The customer is concerned with test results obtained of 341 mg/dl. The customer¿s expected am fasting blood glucose test result range is 140-150 mg/dl, and expected bedtime fasting blood glucose test result range is 240-245 mg/dl. The customer felt well, and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, and is stored in the kitchen. The customer did have another vial of test strips, same lot number, that had been stored, and handled correctly. The customer declined to perform a back to back blood test during the call. The meter memory was reviewed for previous test result history. The date/time in the meter memory is not set, customer was unsure of which meter memory results were performed in the morning, and which were at bedtime. Customer did state she remembered the 341 mg/dl was a morning test result. The meter memory was reviewed for previous test result history: result 1: 290 mg/dl; date: (B)(6) 2020; time: 05:43pm; fasting. Result 2: 242 mg/dl; date: (B)(6) 2020; time: 12:00pm; fasting. Result 3: 233 mg/dl; date: (B)(6) 2020; time: 01:40pm; fasting. Result 4: 266 mg/dl; date: (B)(6) 2020; time: 12:39pm; fasting. Result 5: 341 mg/dl; date: (B)(6) 2020; time: 10:33am; fasting.